Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative noted the presence of system message (sm) [vacuum check fail] in the event log. This system message was confirmed to have occurred in the system event log due to user error, the irrigation bottle was positioned below the recommended height. The company service representative was unable to replicate the reported event. The system was then tested and met all product specifications. The reported events of corneal edema and low visual acuity experienced by the patient were unable to be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of no aspiration can be attributed to user error. The root cause of the reported events of corneal edema and low visual acuity experienced by the patent cannot be confirmed conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console had no aspiration and presented a system message during a cataract surgery. The surgery was completed by using a backup console. The patient experienced corneal edema with low visual acuity. Eye drops were prescribed and the symptoms were resolved.